Event description:
It was reported a pericardial effusion (pe) and cardiac tamponade occurred. A pulsed field ablation for atrial fibrillation procedure was performed. A nrg transseptal needle was selected for transseptal puncture. The procedure was completed successfully without any complication. About three weeks after the procedure, the patient presented feeling unwell. The patient was in tamponade needing a pericardiocentesis. In the physician opinion, he was unsure what the root cause was. The patient was recovering well. The device is not expected to be returned for analysis (disposed). No further information provided.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.